Manufacturer narrative:
Field service engineer's evaluation confirmed the reported issue and found a power supply loss of power problem. The device was repaired and returned to the customer.

Event description:
The machine was booted up and ready to treat the patient. Technician left the room and came back and the power was off on the machine. Case completed following a 60 minute surgical delay. No patient injury was reported.